Event description:
From staff: 60 mm laparoscopic stapler was being used to disconnect the bowel. The first load fired correctly. After cleaning and reloading the 2nd reload, the stapler fired, after firing the stapler would not open to release the tissue. We made sure the cutter portion of the staple was fully retracted. It still would not release. We opened the manual override and deployed that. The stapler opened slightly but would not release tissue fully. It was attached by a few millimeters. We had to manually remove tissue from jaws of the stapler. Stapler was tagged and sent to risk management. Operative report: the terminal ileum was then stapled with a laparoscopic stapler. I then stapled off the transverse colon just distal level of the tattoo. The stapler did malfunction I was able to unable to get it off initially but was able to get an emergency release on the stapler and remove it and then because of this dysfunctional fire I did take an additional 4-5 cm of colon and cleaned this off and stapled again with a different stapler which fired correctly and with a good staple line. The specimen was then removed and handed off the table and sent to pathology as specimen.